Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the mildly tortuous and moderately calcified vessel. A 5.5-4/4t/90 symmetry¿ balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured. The procedure was completed with another symmetry balloon catheter. No patient complications were reported.